Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl. The doctor stated they needed a new device because they current one maybe defected but did not state what was wrong with the device. The patient was treated with a total of 6 units through IV (intravenous) and bags of fluid. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
After follow up it was determined that the medical event was already captured and was not related to the controller but the medical event was related with the pod. This file will be closed as not reportable since there is no allegation against the controller.